Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The patient has no signs of acute myocardial infarction. (Normal range < 0.034 ng/ml). (B)(6) 2022 = 0.032 ng/ml. (B)(6) 2022 = 0.043 ng/ml. (B)(6) 2022 = 0.041 ng/ml. (B)(6) 2022= 0.067 ng/ml. (B)(6) 2022 = 0.099 ng/ml, repeat result at another lab for high sensitive troponin = normal, repeated with I-stat = normal result. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 35635un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 35635un22. Device history record review for lot 35635un22 did not identify any non-conformances or deviations. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I assay for lot 35635un22 was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The patient has no signs of acute myocardial infarction. (Normal range < 0.034 ng/ml). 25jul2022 = 0.032 ng/ml. 26jul2022 = 0.043 ng/ml. 27jul2022 = 0.041 ng/ml. 15aug2022 = 0.067 ng/ml. 18aug2022 = 0.099 ng/ml. Repeat result at another lab for high sensitive troponin = normal, repeated with I-stat = normal result no impact to patient management was reported.